Event description:
The customer reported the secondary administration set was attached to a smartsite valve which was attached to the central line. When the secondary set was removed, the male luer of the secondary set broke off inside the smartsite valve. No pt harm or medical intervention was reported. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.